Manufacturer narrative:
Device sample has not been received by manufacturer in time for this report. Investigation incomplete. When investigation is completed follow-up investigation report will be sent.

Event description:
The event is reported as: the respiratory therapists noticed the neptune heater / humidifier making an "odd" sound. They turned it off and back on multiple times and the sound continued. After several minutes of switching it on and off, the therapist noticed a light burning smell". No pt injury reported.